Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple external insulation abrasions at 6.8 cm ¿ 8.1 cm and 6.9 cm ¿ 7.0 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to device can or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.